Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device would turn on or stay on; motor/switch failure. The motor, switch, plug harness, and various bearings were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the unit sometimes did not turn on and would not stay on if it did during testing. No adverse events were reported as a result of this malfunction.